Event description:
It was reported that during the implant, the lead's suture sleeve went into the cephalic vein and was eventually "fished out" via the femoral vein. Another lead was attempted and not used because the stylet was almost stuck in the lead. A third lead was attempted and was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4).